Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no damaged found. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing performed. The customers problem was confirmed in that at least one of three delivery accuracy tests performed was outside of the published +/-6% specification. Investigator's recommended that the pump expulsor be replaced in order to bring the delivery into more normal range. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump was out of range by +32. No patient injury reported.